Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The physician determined that the device was not functioning properly. The device was explanted and replaced. No additional patient complications were reported.